Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via that the insulin pump alarmed for compromised force sensor system and insulin pump was stuck in priming. The customer¿s blood glucose level was 150 mg/dl. Insulin was squirting out during manual prime. Customer reported that the drive support cap was normal. Force sensor did not detect the reservoir during seating. Customer was not able to rewind the insulin pump. The customer was advised that the insulin pump need to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.